Event description:
It was reported that on (B)(6) 2012, after performing pre-dilatation, a balance middleweight (bmw) guide wire was positioned and a 2.75x18 xience v rx stent was implanted in a mildly calcified, 90% stenosed, de novo lesion in the mildly tortuous left anterior descending (lad) coronary artery; a 3.0x18 xience v rx stent was then implanted in a mildly calcified, 95% stenosed, de novo lesion in the mildly tortuous left circumflex coronary artery (lcx). The stents were then post-dilated as standard procedure. Resulting stenosis was 0% and the final patient outcome was satisfactory. During a follow-up visit (B)(6) 2013, the patient experienced angina; angiography was performed the same day and in-stent restenosis was noted in both stents. The patient was advised for coronary artery bypass surgery (CABG) the same day to treat the in-stent restenosis. After CABG surgery, the patient was reportedly fine and discharged. There were no reported adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional device referenced, is being filed under a separate medwatch report. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.